Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k): k141521, k141597. Device evaluated by MFR: the mustang device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 47mm in length and extended from a position 6mm proximal of the proximal markerband to 4mm distal of the distal markerband. The investigator was unable to perform an inflation test due to the tear in the balloon material. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16jan2026. It was reported that balloon was unable to inflate. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous graft. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon did not inflate evenly at nominal. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed a balloon tear.